Manufacturer narrative:
Lot 14183051: (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2016, the patient presented with an occlusion in the ipsilateral limb of the device. There was a reintervention and the physician performed an open thrombectomy and used a stent to keep the limb of the graft patent. The patient tolerated the procedure.